Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a large hematoma at the device site. The healthcare provider suspected an infection. As a result, the patient was hospitalized and administered intravenous antibiotics. The right ventricular (rv) lead was explanted and sent for culture within the facility. No additional adverse patient effects were reported.